Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 8780, lot#/serial# (B)(4), implanted: (B)(6) 2019, product type catheter; ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient had lost weight and reported their pump was flipping in the pocket. During a pump refill 19 milliliters (ml) of drug was removed when the healthcare provider expected to remove 10 ml. A dye study was performed and the healthcare provider could not aspirate the catheter. A catheter revision was planned for (B)(6) 2020. The issue was unresolved at the time of the report, (B)(6) 2020. It was unknown when this issue began. The patient's status was provided as alive - no injury.

Event description:
Additional information was received from the hcp. It was reported that the pump/catheter revision therapy had been performed ((B)(6)) 2020 and the catheter was found to be knotted.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that it was confirmed that the pump had been flipping in the pocket and it was thought to be caused by the patient's weight loss. It was reported that the catheter was kinked from the pump flipping. During the revision therapy on (B)(6) 2020, the twisted catheter was trimmed and a new 8784 was used. The patient will have a follow-up appointment on (B)(6) 2020. It was reported that the patient was doing well and no interventions were planned. The explanted catheter segment was discarded and will not be returned. It was noted that the provided information was confirmed with the physician.